Event description:
It was reported that the user¿s blood glucose rose reported at 412 mg/dl after eating coconut creme pie, the ilet system issued an occlusion alert, and glucose remained elevated until a full supply change was performed; the user does not meal announce, and the event was associated with an obstruction of insulin flow related to the infusion set connector/coupler for an infusion set (contact detach). No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy while the system awaited the effect of a large correction and until the supply change resolved the occlusion, after which glucose trended down without hospitalization. Investigation of this case revealed findings consistent with a deformation problem contributing to obstruction of flow at the connector/coupler component of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.